Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted and replaced successfully.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited premature battery depletion. Device replacement was scheduled. The patient will be monitored.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench, and high current draw was observed. The cause of high current draw was due to an anomalous rf module.